Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The ht command es guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right anterior tibial artery. A ht command es guide wire was advanced to the lesion and a 2.0x80mm armada 14 balloon catheter was advanced over the guide wire without issues. The balloon catheter was removed and an attempt to advance an unspecified 014 laser catheter over the guide wire was made; however, resistance was felt. The guide wire was removed, and a non-abbott guide wire was advanced. The laser catheter was advanced over the non-abbott guide wire without issues and the lesion was lasered. The laser catheter was removed, and the same armada 14 balloon catheter was advanced on the non-abbott guide wire. The non-abbott guide wire was removed, and the balloon catheter was used as an exchange catheter. A new ht command es guide wire was advanced through the balloon catheter and the lesion was dilated. During removal of the guide wire, resistance was felt with the balloon catheter and both were removed as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.